Event description:
Note: this is one of two complaints, which occurred during the same procedure. Refer to MFR report# 3005099803-2009-02630 for details regarding the other associated device. It was reported to boston scientific corp, that three resolution clip devices were used during a gastric polypectomy-emr procedure. Pt's weight was not provided. According to the complainant, when the nurse attempted to open the first clip, one of the jaws failed to open completely. This was removed and another clip obtained. The nurse attempted to open the second clip but it came loose from the catheter. The physician was able to retract this clip into the sheath and remove it from the pt. The procedure was completed with a third resolution clip device. There has been no report of complications or injury to the pt. Post procedure, the pt's status was reported as okay.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval. The device was disposed of due to contamination; therefore, a failure analysis of the complaint device will not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.